Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received medical assistance due to sensor site allergic reactions to tape with blood glucose of 140 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as redness, itching, swelling, and secretion of clear fluids. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The sensors will not be returned for analysis.

Manufacturer narrative:
The information was not included in the initial report. The correct information has been provided with this report